Event description:
As reported by the user facility ((B)(4)): the infusion pump for 48h did not work during the first 24 h of chemotherapy treatment.

Manufacturer narrative:
(B)(4). Statement from manufacturer: root cause analysis: as the complaint sample is contaminated with cytotoxic, further investigation is unable to be done. Justification: not judgeable as the complaint sample is contaminated with cytotoxic.

Manufacturer narrative:
(B)(4). We received one used (filled) easypump ii lt 100-50-s without packaging. The received sample was visually examined. Damages or other deviations were not detected on the sample. In as-received condition, the white clamp was closed and a red combi stopper was on the lla-cone of the patient connector at the sample. Furthermore we detected crystallized drug residues at the lla-cone of the patient connector. After opening the top cap and removing the closing cone, we detected solution (liquid) or crystallized drug residues at the filling port (lli-cone). The sample was filled up to the nominal value (100 ml) and a functional test, respectively a leak test, was carried out. After waiting for a while the pump did not work (solution was not running). Therefore the blocked pump was squeezed by hand and the functional test was carried out again. Subsequently the pump did not work (solution was not running). After waiting for approx. 1/2 h the pump did not work (solution was not running). The received sample is not within our specification. We have informed our manufacturer accordingly. Reviewed the device history record and no abnormalities found during in process and final control inspection. A follow-up report will be provided after the statement is available.